Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic after experiencing chest pain, chest x-ray revealed the lead perforation through the heart muscle. The lead was explanted and replaced. Tissue was noted alongside the extracted lead. The patient condition is fine.

Manufacturer narrative:
Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.